Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04113. It was reported that a rotawire fracture occurred. A 1.25mm peripheral rotalink® plus and a peripheral rotawire were selected for use. During preparation for a peripheral vascular atherectomy, outside the patient's body, it was noted that the rotaburr cut the rotawire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted the distal tip was stretched. And the rotawire was separated at 200cm from the proximal end. The overall length and the outer diameter (od) of the distal tip was not measured due to the device condition. Od of the middle and proximal section of the device were within specification. Per available information and the evidence found in the product analysis it seemed that the guidewire body fracture was caused due to rotational wear, which is commonly caused when the burr is rotating at high speed in a same place for a long period of time. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism and in rare cases, death." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04113. It was reported that a rotawire fracture occurred. A 1.25mm peripheral rotalink plus and a peripheral rotawire were selected for use. During preparation for a peripheral vascular atherectomy, outside the patient's body, it was noted that the rotaburr cut the rotawire. No patient complications were reported.